Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 135 to 210mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: a 131mg/dl, (B)(6) 2016 08:34 am, fasting: yes. A 51mg/dl, (B)(6) 2016 03:12 pm, fasting: yes. A 46mg/dl, (B)(6) 2016 03:45 pm, fasting: yes. Customer is comparing her true metrix to an embrace meter. The true metrix has a result of 131mg/dl and the embrace gave a result of 144mg/dl